Event description:
It was reported that after open anterior resection procedure, a major leak occurred from the back wall side of the anastomosis site on sep 6th. The emergency operation was performed on the same day after 6pm. Transverse colon colostomy was performed, and additional suture was performed on the leak site. The initial operation was performed on 28th aug. The provider commented that, when cutting the lower rectum, the device could not approach to the target well, and the device was re-inserted for several times. There is a possibility that the back wall was damaged at that time. The provider commented that mesentery treatment might not be enough. The device which was used for the anastomosis is unknown. The device was used on the rectum. The patient is stable after the re-operation. The patient was rectal stented before the operation.

Manufacturer narrative:
(B)(4), date sent: 10/10/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide more detail on the difficulty on getting the device on the distal colon. Clarify 'mesentery treatment might not be enough'. What device was used for the anastomosis? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.